Event description:
Unomedical reference number (B)(6). Event occurred in the united states it was reported that the patient encountered insulin flow blocked alarm. The event was occured on (B)(6) 2024. No further information available.